Event description:
It was reported patient underwent a total hip arthroplasty in 1997. Subsequently, the patient was revised on (B)(6) 2015 due to pain, poly wear and osteolysis. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or it may be present as a result of loosening of the implant."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was due to wear beyond useful life. The following sections could not be completed with the limited information provided. Expiration date - unknown.